Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 23mm non-abbott device it was noted during procedure via electrocardiogram and telemetry, that the patient developed a complete heart block after the valve needed to be re-sheathed for the second time. During the implant, valve tended to dive into the left ventricular outflow tract (lvot), which made positioning the valve difficult despite following the recommended refined navitor cusp overlap technique. After the second recapture, atrioventricular block (avb) occurred. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The patient had an adequate escape at 50 beats per minute. The decision was made to place a temporary pacemaker and complete implant of the valve. The valve was re-sheathed a total of three times during procedure due to being deployed too low and too high. The final non-coronary cusp implant depth was 4.9mm. The length of the membranous septum was about 5 mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum the patient was hospitalized. On 07 july 2025, the decision was made to implant a permanent pacemaker. There was no clinically significant delay in the procedure, and no allegations of malfunction against the abbott device or procedure. The patient's complete heart block was caused by pre-existing left bundle branch block and a particular anatomy, likely rheumatic in nature, with thickened native aortic valve leaflets and mild calcification confined to the commissure between the non-coronary and right coronary cusp. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 23mm non-abbott device it was noted during procedure via electrocardiogram and telemetry, that the patient developed a complete heart block after the valve needed to be re-sheathed for the second time. During the implant, valve tended to dive into the left ventricular outflow tract (lvot), which made positioning the valve difficult despite following the recommended refined navitor cusp overlap technique. After the second recapture, atrioventricular block (avb) occurred. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The patient had an adequate escape at 50 beats per minute. The decision was made to place a temporary pacemaker and complete implant of the valve. The valve was re-sheathed a total of three times during procedure due to being deployed too low and too high. The final non-coronary cusp implant depth was 4.9mm. The length of the membranous septum was about 5 mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum the patient was hospitalized. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. There was no clinically significant delay in the procedure, and no allegations of malfunction against the abbott device or procedure. The patient's complete heart block was caused by pre-existing left bundle branch block and a particular anatomy, likely rheumatic in nature, with thickened native aortic valve leaflets and mild calcification confined to the commissure between the non-coronary and right coronary cusp. The patient was discharged on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the heart block could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure, followed by a permanent pacemaker post-procedure. The reported improper or incorrect procedure or method was related to IFU deviation of re-sheathing more than two times. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), artmt600328184 revision b "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available